Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step during testing for leak test. The device's blower chassis plate, machine flow sensor, muffler assembly, blower, blower bellows, system board were replaced to address the issue. Blower cap was fitted and the device sent for retest. The device passed all testing. In addition to the above evaluation, rear cover and vanity cover replaced as cracked. Replaced inlet side panel, which was not related to the malfunction/issue.